Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer sensor was suspend and not within acceptable range. The customer¿s blood glucose level was 190 mg/dl and sensor glucose was 78 mg/dl at the time of incident. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The customer was advised sensor may no longer be responding to glucose changes. The sensor will be returned for analysis.